Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the anterior tibial artery. A non-abbott run-through guide wire (gw) was in the target lesion and a 3.0x40mm armada 14 balloon dilatation catheter (bdc) was attempted to be advanced to the sheath, but could not advance due to blood and contrast on the guide wire. An attempt was made to remove the bdc from the guide wire, but it could not be removed. Force was used and they were able to pull the bdc off of the guide wire resulting in the tip of the bdc separating outside of the anatomy. The guide wire was wiped down and a new armada 14 was used without issue to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty advancing and removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.